Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of event, her blood glucose level was within range. The infusion sets had been used for 1-2 days for all the events. Further, they replaced the infusion set and resumed insulin successfully. No further information available.